Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that electrode 3 impedance was >4000ohms. They were also getting the oor message when trying to increase above 0.3ma. The other electrodes were within range. The rep would try to reprogram the therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that yesterday after an MRI they tried to turn the therapy back on, and they were getting an error and couldn't get it to find the device. "System error encountered: error oxb66223c. Patient started to do it again today and it looked like it did connect. They then got a message that said, "system is operating at maximum settings". The caller said they had been getting the oor message for 3 weeks to a month. Patient has not had any falls or accidents. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the manufacturer representative (rep). They met with the patient on (B)(6) 2025. They found impedance errors on e3 only. They eliminated the programs that used e3 and showed a max setting of 0.3. They created 4 custom programs that do not show max settings error message. The patient left the meeting with usable programs feeling stimulation appropriately and the physician was aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.